Event description:
It was reported that the user missed a breakfast meal announcement and later noted elevated blood glucose, with a recorded peak of 230 mg/dl for less than 20 minutes, and no alerts or alarms occurred. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-management without back-up therapy, medical intervention, or hospitalization. Investigation included troubleshooting and education regarding the system¿s correction bolus behavior and review of device history confirming no meal announcement was entered. Investigation of this case revealed user-related use error resulting in transient hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to a missed meal announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.